Manufacturer narrative:
Corrected data: h6 (health effect - clinical code, type of investigation, investigation findings). Updated results of investigation: the complaint sample was not returned for evaluation. As a photo was provided from the complainant, the product evaluation was performed based on the provided photo. Upon visual evaluation, the device appears the be fractured. No further conclusions can be rendered due to poor image quality. A review of the product documentation did not detect any deviation that could have contributed to the reported failure mode. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. A review of past corrective actions was performed. No further escalation is required. A review of the device labeling revealed that the IFU (lit. No. 12.24, ed. 03/21) states fracture/breakage and loosening of implant not related to bone-ingrowth of the component as a ¿potential medical device problem¿ and pain as a "potential adverse device effects" in combination with the implantation of a knee prosthesis. Further, the device labeling informs that postoperative morphological changes in the patient with weakening of the load bearing structures (e.g. Tumours, hyperthrophy, etc.) And/or changes in the materials used (e.g. Attrition or fracture of the cement bed and/or tissue reactions to the implant) can lead to the following implant failures: loosening and/or fracture of the components. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with a similar failure mode. Further, a medical evaluation has been performed based on the provided medical reports. The absence of obvious cement on the provided photo of the explanted tibial component along with the documented ¿complex ligament tension¿ with tibial resection during the revision is suspicious for ligament laxity along with the medial ¿central defect zone¿ and likely contributed to the tibial component loosening and pain. We cannot rule out that the breakage of the tibial component was a result of the loosening and lack of central support either from cementation or osteolytic change (cannot confirm as images over time to note a change are not available). Additionally, patient¿s preexisting comorbidities including elevated body mass index (bmi) and ledderhose syndrome cannot be ruled out as compounding factors to the reported progressive pain and mobility issues experienced by the patient. Although no interval imaging or follow-up reports were provided, the length of time elapsed between the onset of pain (reportedly 2021) and the 2024 revision may have certainly contributed to the severity of the patient symptoms and intraoperative findings, also supported by the final pathology results. Based on the available information and the performed investigation, the reported failure mode could be confirmed and the complaint sample is fractured. Due to insufficient information, it is not possible to determine the exact root cause for the fracture. The specific root cause of the reported event remains therefore undetermined. Should the device or additional information be received, the complaint will be reopened. The need for further actions is not indicated. This investigation is considered closed. Smith and nephew will continue to monitor this device for similar issues.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a patient received a left knee ukr on (B)(6) 2012, from 2021 they experienced pain in the knee and from approx. 2023 painfull limited mobility. After the primary surgery, post op x-rays showed no findings and their postoperative course was uncomplicated. On (B)(6) 2024, their knee was revised due to the suspicion of aseptic loosening of the tibial component, intraoperatively it was determined that the uc tibial comp. Metal-backed 40 cem fractured. No other complications were reported.